Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 330 mg/dl and air bubbles in the reservoir. The customer was advised to remove the reservoir and run a manual prime until the bubbles are no longer visible. Customer filled a new reservoir and declined to troubleshoot for their high blood glucose as they were only concerned with the reservoir.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion testing and no air bubbles or occlusions were noted.